Event description:
It was reported that the pump touch screen was unresponsive. Customer was provided pump reset information but declined follow up from technical support. There was no adverse impact to the customer.